Manufacturer narrative:
Additional information evaluation method codes (2): 4110. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the tip of the sheath was damaged right out of the package. The sheath was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the tip of the sheath was damaged right out of the package. The sheath was replaced and therapy was provided. There was no reported injury to the patient.